Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause and the treatment of the peritonitis were not reported. The patient visited the outpatient department, however, it was not reported if the patient was hospitalized for the event. The outcome of the peritonitis was not reported. Physioneal and extraneal therapies were ongoing. No additional information is available.